Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) showed high, within range pacing impedances when connected to the pacing system analyzer (psa) during the implant procedure. When the rv lead was connected to the ICD, the pacing impedance was high, out of range (oor). They connected the rv lead back to the psa and still showed high oor pacing impedances. Then they tried back into the header of the device, and it started coming down to within range values while pacing. Caller also noticed a 'double deflection' on the shock channel but after reseating the lead in the header the shock electrogram appeared normal, therefore, the issue resolved by reseating the lead in the ICD header. The rv lead and the ICD remain in service. No adverse patient effects were reported.